Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Other-technical: no observed particles in the valve. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. Reason for reoperation: use error.

Event description:
Healthcare professional reported a left exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported left side "particles in valve" and "scar tissue attached to valve". Use error added based off device expiration date and implant date. Device has been explanted.